Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have congestive heart failure, nasal/throat irritation, chronic obstructive pulmonary disease (copd), post-traumatic stress disorder (ptsd), depression, shortness of breath, migraine, dizziness and nose bleed. The patient was hospitalized in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded, and caused congestive heart failure, nasal / throat irritation or soreness, chronic obstructive pulmonary disease, post-traumatic stress disorder, depression, shortness of breath, migraine, dizziness, nose bleed. The patient also reported burning / smoke / electrical odor, device is noisy. The patient was hospitalized in response to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.